Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had keypad anomaly. The customer¿s blood glucose was 169 mg/dl. The customer reported that buttons were hard to press. The troubleshooting was performed for the keypad anomaly. The customer was advised to observe time clock for one minute to verify if time advances and found that the time advance. The customer was advised to discontinue use of the insulin pump and revert to a backup plan and the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive buttons due to flattened esc and act buttons dome switch. No unlocked j2 or lcd keypad connector noted.